Event description:
Hcp reported infection, fever, sepsis, no meningitis. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.